Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that the proximal femoral nail antirotation (pfna) blade would not lock. There was no reported surgical delay and another blade was used to complete the procedure. No patient consequence. Concomitant devices reported: nails: pfna (part number unknown, lot unknown, quantity 1). This report involves one (1) pfna blade perf l95 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the blade was returned in a jammed condition. In addition, the received device shows signs of use (scratches and color fading) all over the part. Furthermore, the end cap is slightly rotated in the sleeve.the hex recess of the inner locking screw is badly damaged. Functional test: function test could not be performed due to damaged incurred. Document/specification review: relevant drawing was reviewed during this investigation. The review of the device history record revealed that this implant was manufactured in september 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. Dimensional inspection: dimension inspection cannot be performed due damaged incurred. Summary: complaint condition is confirmed as the end cap is rotated in the sleeve and the inner locking screw is badly damaged. This damage prevents the proper functioning of the blade. The device history record review revealed that this implant was manufactured according specification. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. In this regard we would like to point out that further information / precaution hints can be found in the respective surgical technique (036.001.143 dsem/trm/0714/0132). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.027.034s, lot number: 6l08311, manufacturing site: bettlach, release to warehouse date: 18.sep.2019, expiry date: 01. Sep. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.